Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The inspiratory section and gas modules were cleaned and refitted. The ventilator then passed all safety and functional tests and was returned for clinical use. No logs were provided and no parts were replaced. The root cause of the low o2 concentration alarms has not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).